Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the affiliate that the 512s had a torn gasket. The case was completed by using another instrument. There was no consequence to the pt.